Manufacturer narrative:
(B)(4). Device evaluation: the returned sample was received in a daisy wheel lens casing labeled with the patient information and lens¿s serial number. A visual inspection of the return showed that the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The reported complaint event cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted due to anisometropia. There was no incision enlargement, no vitrectomy and no sutures performed. It was noted that the patient was doing well post-op. In follow-up it was learnt that the replacement lens was another zlb00 but high diopter power. There was no other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.